Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that after the lens unfolded in the eye it was identified that the lens was broken. The surgeon explanted and exchanged the lens within the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 044239607 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 044239607. The additional information received identifies that resistance occurred when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "...if excessive resistance is felt this could indicate a blockage; discontinue use of the product and all packaging to rayner". Per the IFU, injection should have been discontinued. Continued injection of the lens at the point resistance occurred is the likely contributory/causative factor of the lens being delivered broken into the eye.

Event description:
On 23rd june 2026, rayner received notification from its distirbutor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that after the lens unfolded in the eye it was identified that the lens was broken leading the surgeon to immediately explant and exchange the iol.